Event description:
It was reported that the autopulse resuscitation system would work for 2-3 minutes and then stop. The patient was approximately in his (B)(6). When customer decided to remove the autopulse platform from under the patient and revert to manual compressions, board to be functional again. The patient was shocked 5-6 times. The patient survived and is back home. No additional information was provided.

Manufacturer narrative:
Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed. Note: see related MFR report 3003793491-2013-00746 (autopulse nimh battery s/n (B)(4)).

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) involved in the event was returned for evaluation. Visual inspection was performed and no anomalies were observed. Reported complaint of platform stopping compressions after 2-3 minutes was confirmed. Archive data was reviewed which indicated multiple under voltage events. Functional testing was performed with passing results. Further inspection was performed and it was observed that the power distribution board (pdb) was defective. Probable root cause attributed to this event is likely due to a defective power distribution board, however a definitive cause for why the (pdb) was defective could not be determined.